Event description:
It was reported that the equipment was not charging implanted neurostimulator properly and the controller was displaying a message saying system problem rm06. Agent had the patient reset the controller. Agent had the pt unlock the controller and open up the batteries screen; the controller was at 70% and the ins was at 60%. Agent had the pt initiate an ins recharging session; pt saw recharging excellent with the controller light flashing green. Pt said that the ins would go up to 60% but the equipment would not charge the ins past 70% and then the controller would display the system problem error message. A request was sent to the repair department to replace the recharger. When asked for the event date, pt said that it had been about two weeks. Pt called back in and reported that their replacement recharger did not resolve their issue. Pt stated when they attempted to recharge the implant with the replacement recharger the message rm06 re-appeared. Agent sent an email to repair to replace the controller. Pt (patient) called back and said they are still having trouble charging despite getting replacement rtm and controller. Pt will follow up with hcp.

Manufacturer narrative:
Product ID 97755-s, serial# (B)(6), product type recharger, product ID 97745nt, serial# (B)(6), product type programmer. Patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.